Event description:
It was reported that this was an arteriotomy closure of the common femoral artery using a proglide device after a percutaneous coronary interventional procedure using a 6f sheath. Reportedly, the foot plate got stuck. The lever returned to its original position, but the foot plate remained opened. The proglide handle halves were intentionally pulled apart to manually retract the foot using the actuator wire and the proglide device was then removed against resistance from the anatomy. The guide tube bent and a guide break occurred during removal of the proglide device. No vessel damage occurred. Manual compression was applied to achieve hemostasis. There were no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 2017 - against resistance.